Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Its alleged by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2013 that failed and required revision (B)(6) 2015 due to elevated levels of cobalt and chromium revealed in blood work.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a lfit head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. H3 other text : device not returned

Event description:
Its alleged by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on 5.7.13 that failed and required revision 9.21.15 due to elevated levels of cobalt and chromium revealed in blood work.